Event description:
It was reported that during an unknown procedure, the complaint occurred during the firing step. The trigger had been closed, but the jaw remained open. The surgeon still fired the device on the liver transection. The surgeon is wondering if there's any problem of the jaw compression, even if the stable was formed b shape completely. The liver had been dissected to expose its vessel branch. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. No further functional testing was performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.